Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified left posterior tibial artery. A .014 ht command es guide wire was advanced and placed. The lesion was prepped with a 2.5x120 unspecified balloon. A 2.5x38mm esprit below the knee (btk) was advanced over the guide wire and deployed at the target lesion without issue. A second 2.5x30mm esprit btk delivery system was attempted to advance over the same command guide wire; however, became stuck before entering the sheath. The esprit btk was attempted to be removed, but remained stuck and separated on the command guide wire. The esprit btk remained outside the anatomy when the device separated near the wire exit port on the distal portion of the guide wire. A new unspecified wire and a new esprit btk were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance and difficult to remove were confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that an esprit btk bioresorbable scaffold system (bvs) encountered resistance advancing and removing over the guide wire prior to entering the sheath. Analysis of the returned guide wire noted the bvs was frozen on the guide wire. The guide wire lumen of the bvs was bunched and damaged. Damage to the guide wire lumen would impact the devices maneuverability over the wire. In this case, it is likely that inadvertent damage to the bvs contributed to the resistance encountered during advancement and removal over the wire. Additionally, the distal end of the guide wire was noted to have a kink. It is likely that manipulation of the guide wire contributed to the noted kink. There is no indication of a product quality issue with respect to manufacture, design, or labeling.